Event description:
Heparin drip pump malfunctioned and patient (pt) was receiving 6x the dose of heparin that they were supposed to be getting an hour. This occurred x 2 hours. (275 cc/total = supposed to get 44 cc/hour) pt is here for limb ischemia however also has history of hemoptysis and epistaxis with history of melena (egd (B)(6) 2023 - numerous arteriovenous malformation (avm) in duodenum and jejunum).